Manufacturer narrative:
(B)(4). This is a report of a use error, break in aseptic technique, that resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced a breach in aseptic technique during peritoneal dialysis (pd) therapy, which resulted in peritonitis manifested by yellow effluent, not feeling well, and emesis. The breach in aseptic technique was further described as touch contamination. The patient was hospitalized on the same day as onset of the peritonitis. The patient was treated with unspecified antibiotics intravenously and intraperitoneally (dose and frequency not reported) for the event. On the same day as hospitalization, pd catheter was removed and the patient was switched to hemodialysis. It was reported that while hospitalized, the patient experienced sepsis. The cause of the sepsis event was not reported. Ten days after hospitalization, the patient passed away. The cause of death was not reported. It was unknown is an autopsy was performed. Additional information was requested but is not available.